Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose of 2.4 mmol/l and treated it with food. Customer stated that their pump was not working properly as they were getting insulin even when the pump was suspended. Customer alleged that insulin pump was over delivering. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode was automatically delivering insulin at the time of low blood glucose event . The insulin pump will not be returned for further analysis.